Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the gastrointestinal videoscope's lens adhesive was sticky. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: el base has crystallization and contact is not good, and scope connector has crystallization. Updated field(s): d8, h2, h3, h4, h6, h11, corrected b6 ni to na, corrected b7 ni to na, corrected d4 ni to na, corrected d6a ni to na, corrected d6b ni to na, corrected g4 to na, corrected h6 from f2601 to f26. Based on the results of the investigation, olympus confirmed foreign material was present within the device, however, the type of material or root cause cannot be identified, however it is likely the result of insufficient reprocessing; however, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.